Event description:
The customer stated she was getting abnormal high blood glucose readings on the contour meter and went to the hospital on two occasions. Specific readings were not provided. Her reading in the ER was 240mg/dl and she was given insulin. No additional information was given. The customer was asked to return the test strips. New strips and meter were sent to her.